Manufacturer narrative:
Corrected section h10 as reported, a patient was admitted approximately 7 days after a pvi ablation/ watchman procedure using a 6-12f mynx control venous vascular closure device (vcd) complaining of gradual swelling in the right groin and what was perceived as likely serosanguineous drainage a couple of days prior. The patient presented to the emergency department and was transferred to pmc for admission and management. The patient was placed on antibiotics and erythema has already improved. In assessment they noted right groin hematoma with some degree of cellulitis but no culture confirmed. Patient noted increasing tenderness in right groin that became raised and firm. Per patient, 48 hours prior there was ¿clear and bloody¿ drainage from one of the puncture sites. There was no fever or chills or other systemic symptoms. The patient's right groin was closed with a non-cordis vcd for the larger access site first, and then the mynx vcd was used to close smaller access sites after. Bleeding and oozing were noted at time of closure. The patient was to be discharged two days after admission should the groin not require drainage. Additional information was requested but not provided. The product was not returned for analysis. Two images of the patient's groin were received for review. The first image, dated (B)(4) 2025, shows significant bruising. The second image, dated (B)(4) 2025, depicts the right groin with redness and slight swelling, along with two red scabbed wounds. No other issues were noted. A review of the manufacturing documentation associated with lot f2512105 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the event, the reported customer complaint "sealant inability to achieve hemostasis, infection, and hematoma" could not be evaluated. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As images of the device or evidence of device failure were not provided, there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient was admitted approximately 7 days after a pvi ablation/ watchman procedure using a 6-12f mynx control venous vascular closure device (vcd) complaining of gradual swelling in the right groin and what was perceived as likely serosanguineous drainage a couple of days prior. The patient presented to the emergency department and was transferred to pmc for admission and management. The patient was placed on antibiotics and erythema has already improved. In assessment they noted right groin hematoma with some degree of cellulitis but no culture confirmed. Patient noted increasing tenderness in right groin that became raised and firm. Per patient, 48 hours prior there was ¿clear and bloody¿ drainage from one of the puncture sites. There was no fever or chills or other systemic symptoms. The patient's right groin was closed with a non-cordis vcd for the larger access site first, and then the mynx vcd was used to close smaller access sites after. Bleeding and oozing were noted at time of closure. The patient was to be discharged two days after admission should the groin not require drainage. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, a patient was admitted approximately 7 days after a pvi ablation/ watchman procedure using a 6-12f mynx control venous vascular closure device (vcd) complaining of gradual swelling in the right groin and what was perceived as likely serosanguineous drainage a couple of days prior. The patient presented to the emergency department and was transferred to pmc for admission and management. The patient was placed on antibiotics and erythema has already improved. In assessment they noted right groin hematoma with some degree of cellulitis but no culture confirmed. Patient noted increasing tenderness in right groin that became raised and firm. Per patient, 48 hours prior there was ¿clear and bloody¿ drainage from one of the puncture sites. There was no fever or chills or other systemic symptoms. The patient's right groin was closed with a non-cordis vcd for the larger access site first, and then the mynx vcd was used to close smaller access sites after. Bleeding and oozing were noted at time of closure. The patient was to be discharged two days after admission should the groin not require drainage. Additional information was requested but not provided. The product was not returned for analysis. Two images of the patient's groin were received for review. The first image, dated (B)(6) 2025, shows significant bruising. The second image, dated (B)(6) 2025, depicts the right groin with redness and slight swelling, along with two red scabbed wounds. No other issues were noted. A review of the manufacturing documentation associated with lot f2512105 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the event, the reported customer complaint " infection and hematoma" could not be evaluated. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As images of the device or evidence of device failure were not provided, there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.